Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device lever accidentally came up and caused an alarm. The patient reset the cassette and locked it in place, then he reset the reservoir volume up to 94 ml. Assisted the patient to restart the pump and explained that the reservoir volume was reset, but that the pump should finish at its normally scheduled time tomorrow. No patient injury was reported.